Manufacturer narrative:
Between the samples run on (B)(6) 2019 and (B)(6) 2019with different reagent kits, qc results prior to each run were good, but after the run, qc results increased. These observations support the changing of the reagent kit. The malfunction is consistent with the customer's belief that the issue is related to a shipment issue of the reagent kits with the same lot number. The customer is not requesting any further investigation. In addition, the mentioned issues with water quality must also be considered as possible root-cause/causal factor. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned results for 37 patient samples tested for cobas elecsys anti-tpo (anti-tpo) on a cobas 6000 e 601 module. The customer repeated 37 patient samples that had originally been released from the laboratory. Of that data, the results for 6 patient samples were discrepant. The customer is not sure which result is correct. There was no allegation that an adverse event occurred. The e601 module serial number is (B)(4). Qc results show a large scatter. Calibration data also shows large variations in signals. Sample pipetting error messages were observed on the alarm trace data from (B)(6) 2019. The measuring cell had been replaced during the annual preventive maintenance visit on 23-jan-2019. The customer stated they had water quality issues recently. The water filters were replaced on 18-mar-2019.